Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot number: p5c1344) sigphandle, sig power sigphandle handle, (serial number: unknown) sigpshell, sig power sigpshell control shell, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic distal gastrectomy, after the firing was done, the knife blade could not be retracted. The knife stopped returning halfway through and there was nothing that could be done. After forcibly shutting down the stapler and restarting it, the knife was retracted and the jaw was able to open, and the program was then able to be used without any problems. There was no patient injury.